Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 7x100x120 epic vascular stent was advanced but failed to cross the lesion. A 7.0 x200, 135cm charger and a 7.7.0x220150-hybrid sterling balloon catheter were selected for dilatation. However, both balloons ruptured before nominal pressure. The procedure was completed with a different stent and balloon catheter. No patient complications were reported.